Manufacturer narrative:
Corrected data: h6, conclusion code.

Event description:
This report is to advise of a tip fracture noted during analysis of the device.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip noted 0.5¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the tip fracture could not be conclusively determined.